Event description:
It was reported that the pacemaker and leads were explanted due to infection. The patient status was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the sutured incision was beginning to dehisce. The infection was not related to the product and procedure.

Event description:
New information received indicated that the patient was stable throughout.